Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed incoming therapy electrode (te) testing. Upon evaluation, there was an open pulse wirein the cable connecting the distribution node (dn) and front therapy electrode (te), between the front te and ECG electrode a. The cause of the non-functional therapy electrodes is the open wire. The root cause of the damaged wires is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes (te) were non-functional.